Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did not press a button down for three minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring: black. Case type : ngp . Customer complained on august 26, 2022 insulin pump alarmed stuck button. Unable to perform self test and displacement test due to intermittent response from all buttons due to moisture damage to keypad traces. Unable to successfully downloaded to thus. The p-cap/reservoir does lock properly. No stuck button error alarms noted during testing. Unable to verify insulin pump alarmed stuck button on event date in insulin pump downloaded history due to unable to download. Unit passed the keypad voltage test. The j1 connector on electrical board1 was locked properly during visual inspection. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, and motor. The following were noted during visual inspection: serial number label stained, end cap address label fading, scratched case, and pillowing keypad overlay. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and could not verify insulin pump alarmed stuck button on event date in insulin pump downloaded history. Unable to download history files and traces using thus due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.